Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a procedure a catheter was removed and a leakage was found in the catheter. A new catheter was placed in another vein/other arm because the patient constantly needed to get medication. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the specifications, trends and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported that 37.5cm of catheter was returned. Tape had been placed over the connector. A leak was confirmed by a leak test in water. Microscopic examination revealed a split of approximately 2mm. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known, accordingly a review of the manufacturing records could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
It was reported that during a procedure a catheter was removed and a leakage was found in the catheter. A new catheter was placed in another vein/other arm because the patient constantly needed to get medication. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence